Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that insulin was not coming out. The customer stated using five different infusion sets. The customer did not provide any other information and would call back when she gets home. Troubleshooting was not performed. The device was not returned for analysis.